Event description:
It was reported that during a preventative maintenance (pm) service repair on the cardiosave intra-aortic balloon pump (iabp) performed by a getinge field service engineer (fse), the replacement safety disk from the fse's stock failed the membrane leak test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site. Testing of actual/suspected device (10/3233): the getinge field service engineer (fse) resolved the issue by replacing the defective replacement safety disk with another safety disk. The fse performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.